Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the instrument tubing, cleaned the drain and decontaminated the system. Chem wash and quality controls were run and results were within range. The customer contacted the siemens technical solution center (tsc) after observing falsely elevated troponin results, post fse service. At the customer's request, the fse returned to the customer site after a water contamination issue was resolved by the site's vendor. The fse replaced a sample probe cleaner (spc) fitting, unkinked a spc line and cleaned all drains. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant troponin results were obtained on multiple patient samples on a dimension rxl max with hm instrument. The discordant results were released to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting as expected. For samples (B)(6), the last repeat resulted as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.